Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the mesh were used. During the procedure, it was reported that when placing the device, one of straps has torn off. There were no patient consequences reported.